Event description:
Information received indicates that a 23mm mosaic valve was implanted and seated nicely. With tee, a large intravalvular leak was noted with incomplete coaptation of the leaflet and a large central jet. The patient was placed on bypass again and the valve appeared normal with one leaflet redundant. The valve was replaced with another sized 23mm. The tee with the second valve showed good function.

Manufacturer narrative:
H6: evaluation : device history reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. H6 analysis: analysis of the returned valve showed that the leaflets open and close fully with no evidence of leakage. The leaflets are flexible and intact and a normal size for a 23mm mosaic valve. Pulse duplication data and high speed video evaluation do not reveal a cause for the reported central leak. Conclusion: we are unable to determine an exact cause for the reported incident. There was no report of further complication to the patient.